Event description:
Correction: this report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device indicating that the device will not discharge. The device was in use at the time of the event, however, patient impact is unknown and no harm was reported. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. Remote support was provided to the customer. Multiple attempts were made to request information regarding resolution of the reported problem. The customer refused service. According to service bulletin (B)(6), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. If additional information is received the complaint file will be reopened. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.